Manufacturer narrative:
No parts have been returned to the manufacturer for analysis. Part not returned.

Event description:
Medtronic received information regarding a navigation device being used for a functional and endoscopic sinus surgery. It was reported that site failed registration 4 times and aborted navigation as a result. Site stated the scan looked good with 200+ slices, surgeon stayed with soft tissue and within scanned volume. The final attempt involved removing metal from the field without resolution. There was a reported delay to the procedure of 15 minutes due to the reported issue. There was no impact to patient.

Manufacturer narrative:
Additional information: product analysis information. A medtronic representative went to the site to test the equipment. Testing revealed that the system passed all functional testing and visual inspection. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a functional and endoscopic sinus surgery. It was reported that site failed registration 4 times and aborted navigation as a result. Site stated the scan looked good with 200+ slices, surgeon stayed with soft tissue and within scanned volume. The final attempt involved removing metal from the field without resolution. There was a reported delay to the procedure of 15 minutes due to the reported issue. There was no impact to patient.